Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the customer reported that the device, sb836, endo pouch w/memory wire 3x6" was being used on (B)(6) 2022 during an laparoscopic cholecystectomy procedure when it was reported ¿immediately after the start of use, the bag came off from the wire during cholecystectomy.¿ further assessment questioning found that the bag came off the wire while the gallbladder was being removed from the patient. It was also reported that the wire and bag were retrieved with an unknown device. There was no delay in the procedure there was no report of injury to the patient or user, as well as no report of medical intervention or any prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.